Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump screen went blank, there was a constant tone, and that it would turn on, give the version number, and then turn back off again. The insulin pump alarmed for a reset error. The self test could not be performed due to the blank display. The caller was advised to remove the battery and insert a new battery and reported that the constant tone ceased. The insulin pump was not stored or out of use for an extended period of time. However, the insulin pump had fallen into the customer's bath water. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller wanted to keep the out of warranty insulin pump and was sent a continuation of therapy insulin pump.